Manufacturer narrative:
Per tandem¿s t:flex user guide: "infusion set used for testing - unomedical comfort infusion set". The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 173-190 mg/dl. Troubleshooting indicated the occlusion was located in the infusion set tubing; however, customer maintained that the pump was the cause of the occlusions. During troubleshooting, it was discovered that an infusion set not compatible with tandem's insulin pumps was connected to the pump. Customer changed the infusion set tubing to address the issue. The customer continued to use the pump for insulin therapy.